Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a display issue, there was a line through the display screen. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2016, 09:00am. The patient manages her diabetes with oral medications diet and /or exercise and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that 24 hours after the alleged issue began she developed the symptom of jittery and had to attend her doctor. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.